Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a pathogen that is part of the normal flora on human skin and a well-known cause of peritonitis through touch contamination. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events.

Event description:
A nurse from a peritoneal dialysis (pd) user facility reported to fresenius customer service that a pd patient developed peritonitis. During the initial reporting, there was an inferred allegation the adverse event was due to the end pin not lodging in place. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn), it was reported that the patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic resulted in staphylococcus warneri and a white blood cell (wbc) count of 673/mm3. The patient was diagnosed with peritonitis due to touch contamination during pd therapy on the liberty select cycler at home. It was discovered by the outpatient clinic that the patient handled the liberty cycler set and heparin syringes with bare hands during setup of the cycler. The patient's peritonitis is directly attributed to their lack of adherence to aseptic technique. The patient was not hospitalized for the event and was prescribed intraperitoneal vancomycin at 2000 mg every five days for four doses, and oral ciprofloxacin at 750 mg every day for ten days. It was confirmed the patient¿s diagnosis of peritonitis was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). Additionally, there was no indication the event was due to the end pin placement, as inferred in the initial reporting. At the time of follow-up the patient was recovering from the event, evidenced by a decreased wbc count (82/mm3) taken in the outpatient clinic after the antibiotic course. The patient was continuing their pd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.